Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) specialist. The ccc dialed into the system and unloaded all aliquot plates. The ccc instructed the customer to inspect the aliquot plates. A siemens field engineer service (fse) was dispatched to the customer site. The fse ran service methods on calcium, and all results were within manufacturer specifications. The fse evaluated drains and the cuvette washer, water inlet and water tank temperature. The fse also ran a quick check and quality controls, all of which were as per specifications. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained for two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample for patient 1 was repeated on same instrument and on an alternate dimension vista, both resulting higher than initial result. The sample for patient 2 was repeated on an alternate dimension vista, resulting higher than initial result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.